Manufacturer narrative:
(B)(4). Reported event was confirmed with operative notes. Left hip revision operative note demonstrated that the patient was revised due to pain and elevated metal ion levels. During the procedure, implant corrosion, pseudocapsule, and altr were noted. Locking ring noted to be in excellent shape, cup well-fixed and good position. Discoloration wear noted on the poly liner. New liner and ceramic head were implanted. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent left hip revision approximately 4 years post implantation due to pain and elevated ion metal levals. During the procedure, implant corrosion, pseudocapsule, and altr were noted. The head and the liner were removed and replaced. No further event information available at the time of this report.